Event description:
Mediport was implanted 5/3/92 at another facility. A subsequent routine chest x-ray showed that the prot had separated, with the distal part located in the right atrium. Patient was admitted to this facility on 5/28/92 for right heart catheterization and retrieval of catheter. Procedure was successfully performed 5/28/92.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.